Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made. Per medical records review about 4 months post implant of perfix plug, patient was diagnosed with abdominal pain, hematuria and nerve damage. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2006. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2007 -patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿no hernia was noticed, but the posterior wall has been disturbed, then a flat piece of perfix plug was stitched in place using sutures. This mesh was used to support the muscle bulge and there is still a bulge of muscle was left so an extra piece of prolene mesh (synthetic mesh) was tucked in place and stitched using sutures.¿ (B)(6) 2008 to (B)(6) 2017 - patient had chronic left groin pain, intermittent hematuria and neuropathy.